Event description:
Rptr had three ventriculo-peritoneal brain shunts implanted between 10/92 and 2/93. His most important finding involves a safety risk with MFR's shunts in that very slight external pressure applied to it will cause significantly decreased csf flow, i.e. During sleep. It is rptr's belief that it's propensity to do this was known, yet the co (to his knowledge) has not conducted any studies or disclosed any warnings. He presently has a special performance shunt, thought to be very vulnerable to external scalp pressures, to which MFR did not obtain a 510(k) approval. It may have been used incorrectly after the initial shunt failure. He is able to correlate increased headache and pressure symptoms in the am after sleeping on his shunted side. He also suffers some increased csf pressures when on his feet, not uncommon with this valve. On 10/1/92, rptr had the first shunt placed with a csf flow control valve. He became very ill the next am and was bed-ridden until the shunt was replaced on 10/7/92, with another valve. The dr reported to him and his family that the shunt valve had failed for some unknown reason. During his six days of being bed-ridden, he lost 15 lbs, and was medicated around the clock. He was ill also when lying down. This event was so severe, it caused his MRI brain scan to show evidence of injury from excessive csf drainage. The shunt placed on 10/7/92, caused a worsening of his hydrocephalus swelling, and was revised with a special performance valve on 2/16/93. But this brought marginal relief, with some decrease in ventricle size on brain scan. His condition seemed to deteriorate with secondary cardiac and visual difficulties. The peritoneal catheter was found occluded and was revised in 1/26/94. The 10/7/92 operative report says the initial valve had "0" closing pressure. But, between the pre-op and post-op diagnosis the finding was never mentioned, and overshunting remained as the diagnosis. He was told by a field rep at the recent hydrocephalus conference, that this finding is very suggestive of a valve problem, and that the 2nd valve should not have been used as a corrective measure. (*) 10/92 - present.